Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from the date manufacturer became aware of the event. Block d6b: explant date: 5 years ago.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively.